Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 557 mg/dl. Customer stated that the insulin pump had replace battery now alarm. Troubleshooting was performed. Customer stated that they received low battery alert prior to the replace battery now alarm. Customer stated this was not the second occurrence of replace battery now alarm. Customer stated that the insulin pump had insulin pump error alarm. Customer stated that the battery cap was not loose, cracked or damaged. Customer declined troubleshooting for high blood glucose level. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.